Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an s9 vpap device was involved in a fire. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The s9 vpap device was returned to resmed for an investigation. The main circuit board (pcba) and power supply had no missing or damaged components. The investigation determined that the damage sustained to the device and components is due to an external heat source. Resmed's risk analysis for the use of this device remains acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an s9 vpap device was involved in a fire. There was no patient injury reported as a result of this incident.